Manufacturer narrative:
Additional information of associated products was received on february 07, 2018. Concomitant medical products: item: metasul ldh, head adapter, m, 0, taper 12/14-18/20 catalog #: 01.00185.146 lot #: 2411948. Item: metasul ldh, head, 52, code r, taper 18/20 catalog #: 01.00181.520 lot #: 2367438. Item: 12/14 taper porous stem collarless-offset catalog #: 735901104 lot #: 60545533. Conclusion: the result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced above in recall (if recall number is given) and correction/removal number. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed again. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 58/52 code r on the left side on (B)(6) 2007. The patient was revised on (B)(6) 2017 due to pain, elevated metal ions and metallosis.

Manufacturer narrative:
Additional information was received on november 22, 2017. DHR review: the quality records indicate that the component met all requirements to perform as intended. Review of event description: patient underwent revision surgery due to pain, elevated metal ions and metallosis. Review of received data: surgical report : review of surgical report did not lead to new information regarding the reported event. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Conclusion: the result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced above in h7 and h9. The distribution of this product was ceased in the meanwhile. Therefore, zimmer gmbh considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a durom acetabular component 58/52 code r on the left side on (B)(6) 2007. The patient was revised on (B)(6) 2017 due to pain, elevated metal ions and metallosis.